Event description:
Prior to use in the pt, the hub of the 3.0 x 18mm cypher select plaus delivery catheter was noted to be cracked. The product was not clinically used.

Manufacturer narrative:
The reporter indicated that the product would be returned for evaluation; however, it has not yet been received by cordis. Add'l info will be submitted within 30 days of receipt. Please note, cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product.